Manufacturer narrative:
The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual inspection revealed that the lead was returned incomplete, with exposed and twisted wires. Due to its condition, performance testing was not possible. Conclusion: the claim that the lead broke was confirmed, the lead was received incomplete. The lead was exposed to severe stress, it is unk how it occurred. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported that on (B) (6) 2009 during a trial lead removal, the lead broke in half during explant. A portion of the lead was left in the pt. On (B) (6) 2010, the remainder of the lead was removed by another physician. Pt will be reimplanted at a later date for the permanent procedure.